Manufacturer narrative:
Examination of the returned products confirmed the reported event. The investigation revealed fatigue in multiple regions of fracture initiation sites and ductile dimples were also found at the fracture surface, showing the final region fast fracture induced by overload. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised due to implant fracture and pain.